Event description:
It was reported that a pair of repositioning forceps broke off on one side. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the forceps complied with and the specifications have been. Based on this result, we can exclude a manufacturing defect. It could not be determined what mechanical forces led to this damage, it is conceivable that several mechanical overloads exceeded the load limit of the material and led to a material failure. The fracture surface is homogeneous, indicating a proper quality of materials. No product error could be determined, and it is concluded that this complaint is indeterminate. A review of the device history records has been requested.